Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment and clip detachment requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the leaflets were grasped. After the actuator knob was turned 8 times, the clip did not release from the cds. Troubleshooting was performed, but was unsuccessful. Imaging was performed and the cds was positioned more medial; however, the clip detached from both leaflets and remained on the gripper line. The gripper line ends were pulled until the clip was at the tip of the sgc. The sgc and cds were then retracted to the groin as a single unit. The sgc was removed, and a cut-down was performed to remove the clip from the femoral vein. It was noted that the cds had been curved to 110 degrees during the procedure. No further clips were attempted, and mr grade remained at 4. The procedure was discontinued, and the patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It was noted that the clip delivery system (cds) had been curved to 110 degrees during the procedure. It should be noted that as per the instruction for use warns: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Used of damaged product may result in cardiac injury. All available information was investigated and the complete clip detachment (ccd) appears to be due to the troubleshooting maneuvers of the difficulty deploying the clip. The difficulty deploying the clip appears to be related to the user error of curving the cds 110 degrees during the procedure. The reported improper or incorrect procedure or method was due to user error of curving the cds 110 degrees. There is no indication of a product quality issue with respect to manufacture, design or labeling.